Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that when the pump appears to be running but that the wheel would not turn. They stated that the pump was not actually delivering. During the initial complaint communication, the initial reporter stated that the patient had not experienced any adverse effects due to the complaint, and that they had no further information to provide. No additional follow up attempts were made. (B)(4).

Event description:
The initial reporter stated that when the pump appears to be running but that the wheel would not turn. They stated that the pump was not actually delivering. During the initial complaint communication, the initial reporter stated that the patient had not experienced any adverse effects due to the complaint, and that they had no further information to provide. No additional follow up attempts were made. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.